Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a leak in the iab circuit. The nurse, called from the ICU regarding issues stating patient emergently transferred the patient onto a backup pump. The nurse was concerned there was something wrong with the pump because it went into standby. Therapy was resumed on the backup pump. It was explained that there was likely nothing wrong with the pump, and reviewed the common reasons for this alarm. She stated the patient was on a ventilator. Tubing was clear and connections was tight . There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: contact person name: (B)(6). Phone number: (B)(6). Occupation:administrator/supervisor it was reported that the cs300 intra aortic balloon pump (iabp) had leak in iab circuit alarm. There was patient involvement, however no adverse event reported. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Replaced main board verified unit calibrated and passes all functional and safety tests per factory specifications. Product passed all functional/safety testing.the failure analysis and testing dept. Received pcb, iabp main board with a reported unit failure of error code 66- iabp shutdown found in logs. The failure analysis and testing dept. Performed a visual inspection and observed white residue on pcb, iabp main board , on the connector jp 23. Based on past experience this residue is consistent with saline. Due to the saline spill, the fat dept. Cannot investigate this complaint any further. Retaining pcb, iabp main board in the fat dept. Per procedure number 0002-07-d008 rev.aq.

Event description:
N/a.